Manufacturer narrative:
Based on the details of the complaint upon attempting to withdraw the device, one of the two balloons became stuck in the introducer sheath. The device was not returned for evaluation. The provided information shows that when asked ¿what was the ratio of saline vs. Contrast¿, it was noted 1/3 to 2/3. In regards to the amount of time allowed for the balloon to deflate the answer received was ¿1.0 minute¿. The response also mentions that the balloon was visualized to be fully deflated prior to attempting to remove the catheter. As this was a large volume 10x59mm balloon, it is possible the deflation time was insufficient based on the findings of the CAPA described below. A review of applicable device history records was conducted. There were no nonconformances noted during any of the device builds and no indications of any manufacturing defect that could have contributed to the issue. Based on the details of the complaint and investigation conducted, it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld and/or the manifold hub. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022. H3 other text: device not returned.

Event description:
N/a.

Event description:
During a primary biiliac dilation procedure, after the two v12 stents were correctly delivered, one of the two balloons got stuck in the introducer, when it was withdrawn after implantation of the stent. The patient is well and the surgeon was able to finish his operation correctly.

Manufacturer narrative:
Related MDR: 3011175548-2021-01353. On completion of the investigation a follow up report will be submitted.